Event description:
The customer reported that while running a hepatitis core assay, the sample handler failed to detect low reagent volume and did not give an error message. An engineer was dispatched to investigate. No death or serious injury was associated with this event.